Event description:
Same case as 6000093-2005-00268. During a coronary drug eluting stenting treatment procedure, the stents were damaged. The lesions being treated were located in the moderately calcified and tortuous, 99% stenosed left anterior descending (lad) and diagonal artery bifurcation. The cessels were pre dilated with a maverick 2.5 x 20 mm balloon. The physician was trying to stent the lesions simultaneously. He brought both stents down the lad together and when they reached the bifurcation they tried to separate the two stents and the proximal edges of the stents had bound together. The physcian removed the stents and they were found to be deformed. The procedure was completed with two ore of the original sized stents. No patient complictions were reported. The patient's condition is reported as good.